Manufacturer narrative:
Initial report ref complaint (B)(4). Received completed questionnaire and photo from customer. Per completed questionnaire. No death or serous injury. Date of procedure/event: unknown. Procedure: eeg. System failed before procedure began. Device s/n (B)(4). Nature of the event: smoke and smell permeated room. Per (B)(4) xltek eeg psg risk analysis, hazard i.d. Line 2.1 failure of amplifier power supply/ transformer, the severity score 11 is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Technical service asked customer if batteries were replaced in the three ups devices. Technical service also reported the customer reported first ups was sent to powervar and powervar repaired it. Technical service asked customer the status of the second ups. Further investigation to be carried out.

Event description:
Medical grade ups with isolation - 110v ergojust cart, client says "flames observed from the device." Client says they've had 3 ups systems with this issue over the last couple of months. Device used in oxygen enriched environment. No injuries.

Manufacturer narrative:
Follow up report 001 (ref complaint 10154371) the affected product was received by natus and was shipped to powervar for evaluation. Powervar investigation report summary closed on the 27 june 2022 noted the following: unit was found to be inoperable and internally damaged. Inverter bridge fet's were found to be catastrophically damaged. Fet gate drive resistors flashed with carbon. None of the other circuits have been damaged while in the process of collapsing inverter bridge. Battery pack was not returned with unit. Unable to measure impedance. Interior of the housing does show a small amount of carbon tracing markings above the inverter bridge, which means that there was no sustained flame and thereby no burning occurred. Based on the presented evidence and further testing there is an indication of a possible inverter failure mechanism which could occur while unit tried to start the inverter even though battery was detected as missing. Unit with marginally high internal impedance battery, in case of a loss and consequent return of ac power, as well as quick successive plugging and unplugging of the ac line cord, could temporarily create a battery bus voltage that is above the low voltage threshold, yet unable to maintain an inverter operation. This temporarily, yet false battery voltage reading, can create a situation where inverter would be catastrophically damaged. It is important to note that upm family of products complies with ul94-v0 flammability standard which ensures critical components are compliant and hence stop any burning (in our case arcing) within 10 seconds, which corresponds with the field report. In similar cases, reported arcing was not only short in duration but was also contained within the confines of the upm housing and presented no risk to its immediate surroundings. There is also a caution label on the ups-na-ej stating to replace the battery every three years. There have been no design changes previously, however, the manufacturer of this device has just updated the firmware to make the marginal high impedance battery condition more tolerant. Failure confirmed: yes investigation result code: neuro sbu/battery problem closure rationale: complaint verified, resolved on-site and no further action necessary. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Medical grade ups with isolation - 110v ergojust cart, client says "flames observed from the device." Client says they've had 3 ups systems with this issue over the last couple of months. Device used in oxygen enriched environment. No injuries.